Manufacturer narrative:
Device evaluation summary: the reported battery issue was verified during service. Service technician ran unit on battery with rpms at 2500, received low battery warning at 22minutes. Verified power supply to be outputting 30vdc. Verified base charged led to be functioning correctly. Verified ui display warnings and charge indicator to be functioning correctly. The issue was resolved by replacing batteries. Preventive maintenance was performed as per specification. D9: instrument was serviced at the facility by medtronic field service and was not returned to medtronic service center medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a bio-console 560 controller instrument, it was reported that the battery was not lasting more than 20 minutes during patient transport. The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Additional information b5: medtronic received additional information that the battery was installed on december 12, 2023 and the lot number of the battery removed from the instrument was 0012060698.the displayed battery charge indicator and battery alarms were working appropriately and a hand crank was not required to maintain flow. Correction h6.3 (eval code result (fdr/annex c)) (&) h6.4 (eval code conclusion (fdc/annex d)): these codes have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.